Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 400 mg/dl. The customer was treated with syringe. The troubleshooting was performed. The customer was advised to disconnect to the insulin pump. The customer was advised that the insulin pump has passed all the testing according to our troubleshooting. The customer's mother seeming uncomfortable with the function of the insulin pump and requesting to get a new insulin pump for her daughter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with some cosmetic damage.